Event description:
The plaintiff's attorney alleged that the plaintiff experienced metabolic abnormalities on (B)(6) 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #1225714-2014-01150 and 1225714-2014-01151.